Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a sapien 3 case by tf approach in aortic position, the delivery system balloon did not inflate during valve deployment. The valve was pulled back into the aorta and when aspirating, blood was seen in the syringe. The device was pulled back into the femoral artery but it was not possible to get the valve back into the sheath. An attempt to remove all the devices together was unsuccessful; therefore, surgical removal of the devices was necessary. A new sheath was placed and a valve was successfully implanted. The femoral artery was repaired with a patch.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation and no imagery was provided. A DHR and lhr review were unable to be performed as the lot number of the device was not provided. A review of complaint history revealed that the occurrence rate did not exceed the november 2017 control limits for the trend categories ¿withdrawal difficulty¿ and ¿leakage¿. Based on a review of the IFU and training manual, no deficiencies were identified. During manufacturing, the visual inspections and product verification testing processes support that it is unlikely that the damage on the delivery system was present when leaving the manufacturing facility. Due to the device not being returned and no imagery being provided, the complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ were unable to be confirmed. Since the device was not returned, it was not possible to determine if a manufacturing non-conformance contributed to the complaint. However, review of manufacturing mitigations and complaint history suggests that a manufacturing non-conformance did not contribute to the complaint. It is possible that the alignment occurred in a portion of tortuous anatomy (patient anatomy information was not provided), which would have also resulted in increased force being used to align the valve. The increased force, in combination with the balloon and valve struts interacting due to tortuosity, may have damaged the balloon and caused the leak. The reported withdrawal difficulty can be attributed to attempted retrieval of the valve through the sheath. If the sheath, valve, and delivery system were not aligned, it is possible for struts of the crimped valve to be caught on the sheath tip. Although anatomy information was not provided, it is possible that the system components were not aligned due to patient tortuosity. Although a definitive root cause was unable to be determined, it is likely that procedural factors (withdrawal of thv into sheath) and/or procedural factors (tortuosity) contributed to the complaint. Since no manufacturing non-conformances, labeling, or IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required.

Manufacturer narrative:
Additional information was received indicating the device will be returned for evaluation. The device model and lot numbers were also provided. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicates that after multiple (4) attempts to retrieve the device from the hospital, the device has yet to be made available for return. A DHR review was performed for the most relevant work orders for the reported complaint. The work orders did not reveal any issues that could have contributed to this complaint. A review of complaint history revealed that the occurrence rate did not exceed the november 2017 control limits for the trend categories ¿withdrawal difficulty¿ and ¿leakage¿. Based on a review of the IFU and training manual, no deficiencies were identified. During manufacturing, the visual inspections and product verification testing processes support that it is unlikely that the damage on the delivery system was present when leaving the manufacturing facility. Due to the device not being returned and no imagery being provided, the complaints for ¿balloon ¿ leakage¿ and ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ were unable to be confirmed. Since the device was not returned, it was not possible to determine if a manufacturing non-conformance contributed to the complaint. However, review of manufacturing mitigations and complaint history suggests that a manufacturing non-conformance did not contribute to the complaint. It is possible that the alignment occurred in a portion of tortuous anatomy (patient anatomy information was not provided), which would have also resulted in increased force being used to align the valve. The increased force, in combination with the balloon and valve struts interacting due to tortuosity, may have damaged the balloon and caused the leak. The reported withdrawal difficulty can be attributed to attempted retrieval of the valve through the sheath. If the sheath, valve, and delivery system were not aligned, it is possible for struts of the crimped valve to be caught on the sheath tip. Although anatomy information was not provided, it is possible that the system components were not aligned due to patient tortuosity. Although a definitive root cause was unable to be determined, it is likely that procedural factors (withdrawal of thv into sheath) and/or procedural factors (tortuosity) contributed to the complaint. Since no manufacturing non-conformances, labeling, or IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required.